Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: due to a faulty cable. As to the faulty cable, olympus surmised that the cable was disconnected due to a cut and knot on the cable. The event can be prevented by following the instructions for use which state: ·never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the following were found: noise lines were coming in the image (subject can be recognized) due to faulty cable unit, one pin of coupler unit is missing, ccd was broken. One part of ccd was stuck in coupler unit which could not detach from coupler unit, coupler found corroded, deformation on cap unit due to that minor water leakage is coming from this cap unit, cut and knots in the cable unit. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had noise leading to no image recognition. The issue was found during maintenance. There was no procedure involved as this was during customer maintenance. There were no reports of patient harm.